Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming this cardiac resynchronization therapy defibrillator (crt-d) system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to high out of range shock impedance measurements on this right ventricular (rv) lead and programmed the device. After the MRI was performed, this system was removed from the MRI protection mode, it was confirmed that it was functioning as intended. No adverse patient effects were reported. This rv lead remains in service.